Event description:
It was reported that the patient's programmer displayed a "call your doctor" icon. A "power on reset" (por) condition was also reported. The por occurred that morning and the patient noted that she did not know what may have caused the por to occur. The patient was able to clear the por. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011 product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).